Event description:
It was reported that review of log file data revealed history of a motor start event with parameters outside of the typical range. It was also noted that the ventricular assist device (vad) was disconnected. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. Review of (B)(6) device history record confirmed that the associated device met all requirements for release. A review of (B)(6) manufacturing documentation was not performed since there is no performance allegation against the controller. Therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Log file analysis revealed motor start events recorded on (B)(6) 2021 at 12:42:31 and at 12:55:09, and on (B)(6) 2025 at 21:32:02, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed one (1) controller power up event, with an associated motor start event, was logged on (B)(6) 2025 at 21:19:24, followed by one (1) vad disconnect alarm logged at 21:19:28, indicating that the controller was powered on without the driveline connected. Review of the event log file revealed that, prior to the controller power up event, the controller last had power on (B)(6) 2024, indicating that the controller power up event likely occurred during a controller exchange. As a result, the finding was confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup and/or to the use of the controller with a motor fixture. The most likely root cause of the controller power up event can be attributed to a controller exchange. Based on the available information, the most likely root cause of the vad disconnect alarm can be attributed to the controller being powered on without the driveline connected, likely in preparation for the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.